Event description:
A (B)(6) female pt called zoll customer support that she was receiving frequent "adjust or check belt" messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation, the electrode belt failed the insulation resistance and functional fall-off tests. Upon evaluation, there was a short at the pulse wire inside the cable connecting the distribution node (dn) and the rear therapy electrode (te). The cause for the test failures and alarms is the shorted pulse wire. The root cause of the shorted pulse wire could not be positively identified. No adverse event resulted from the shorted pulse wire. The pt received a replacement electrode belt.